Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a connector broke while attached to the pump, after which the patient had difficulty removing the broken part; with guidance to carefully use tools, the patient was able to remove the broken connector, and blood glucose was unaffected. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included troubleshooting by phone. Investigation of this case revealed a broken external connector and difficulty with removal, consistent with a mechanical break of an accessory component. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling of the connector leading to breakage.